Manufacturer narrative:
During the quality investigation, the customer's complaint was duplicated; the device exceeded the maximum allowed temperature rise. Further investigation revealed a damaged motor, rotor, bearings, driveshaft and other component parts. The motor cartridge was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a tooth extraction procedure. No adverse consequence was reported; the procedure was completed successfully with another device without any procedure delay.